Manufacturer narrative:
Synthes is unable to provide the manufacturer the PMA/510k number and/or the date of manufacture as no product was returned and no part/lot information provided. The investigation could not be completed, no conclusion could be drawn, as no product was rec'd and no part/lot information was provided. Without a lot number, a device history record review cannot be requested.

Event description:
During evaluation of x-rays, it was discovered pt's status post proximal femoral plate and screws was revised to a dcs plate and screws. The x-ray shows the barrel of the dcs implant going through the tip of the greater trochanter with the lag screw positioned in the center of the femoral head and one partially 6.5 mm cancellous bone screw and one 4.5 mm cortex screw supporting the neck region. Surgeon removed the hardware.